Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump not functioning. The ipp pump was explanted and replaced with ipp pump. The patient was fine following the procedure.